Event description:
It was reported that during ureteroscopy procedure, the balloon ruptured. The target lesion was in an unspecified ureteral location. A u2q/5-10/5.8/75 10cc liwg kit had been advanced to the target lesion. During inflation, the balloon ruptured. The balloon was able to be removed intact with no pieces left in the patient. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".